Manufacturer narrative:
Investigational findings: an evaluation of the device could not be performed since the product remains implanted and the lot number is unknown. A review of history for this product shows that this is the only event for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that following a surgical procedure to the left shoulder, the patient began having recurring pain. During a second surgery, the surgeon noted that the suture was no longer attached to the anchor eyelet.